Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
This supplemental report was created to correct the entry in h6: patient code.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The rv lead was explanted. Additional information received indicates that the right ventricular (rv) lead was explanted due to a methicillin-resistant staphylococcus aureus (mrsa) infection. There were no additional adverse patient effects reported. The rv lead was explanted.